Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the subject had acute headache associated with elevated blood pressure and dementia. Electrocardiogram (EKG) revealed, sinus tachycardia with ventricular rate of 102 beats per minute, normal intervals and axis, no ectopic beats or acute st or t wave changes were noted. Computerized axil tomography (CT) head without contrast revealed, no acute intracranial abnormality. No evidence of acute stroke, mass or bleed was noted. Bilateral white matter hypodensities noted indicating microvascular ischemic disease. Seven days later the subject presented with aphasia and right sided facial droop. Subject was susceptible to seizures. Treatment with lorazepam was started which resulted in acute respiratory failure. Intubation was performed and the subject was put on ventilation. CT head revealed, right and left frontal and bilateral subcortical hypodensities. CT angiography (cta) head and neck revealed, paucity of vessels noted in the left posterior middle cerebral artery region indicating stroke in that area. Moderate calcified plaque in terminal right common carotid artery. Further evaluation with magnetic resonance imaging (MRI) of brain was recommended. In (B)(6) 2017, subject was diagnosed with unspecified cerebral infract and atrial fibrillation.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2012, the subject presented due to unstable angina (braunwald classification-iiib) and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the 1st diagonal with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. Target lesion # 1 treated with pre-dilatation and placement of a 2.50 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on dual antiplatelet therapy. On an unspecified date, the patient was hospitalized and treated with medication. The prolonged hospitalization ended with the patient's death of unknown cause in (B)(6) 2017.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the physician considered cause of death to be acute respiratory failure